Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was the scope connector was broken/damaged during user handling. The event can be detected/prevented by following the instructions for use which state: ¿·do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was confirmed. The connector (plug unit) failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus inspector engineer reported on behalf of the customer, the evis exera iii bronchovideoscope displayed no image during receipt inspection. There was no report of patient harm associated with this event.